Manufacturer narrative:
(B)(4).the device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error - breach in aseptic technique during use, where the home patient (hp) had dropped the patient line on the floor and then connected to the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device instructs the user to use aseptic technique to reduce the chance of infection: when you connect yourself to the cycler and warns the user to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) dropped the patient line on the floor and then connected to the patient line. The technical service representative (tsr) advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.